Manufacturer narrative:
H11: manufacturing review: the lot number was provided. A review of the device history records was performed. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Investigation summary: the physical sample was not received by our quality team for evaluation. However, one photo was provided by our quality team for analysis. During the photo review process, it was confirmed that a piece of the peel-away handle is detached/broken. However, a definite root cause was unable to confirmed. The supplier was notified in an effort to raise awareness. E1 (initial reporter prefix), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6 (annex g ¿ component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the handle of the dilator product in the pleurx kit broke when it was being removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. A photo was provided for review. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the handle of the dilator product in the pleurx kit became loose when it was removed. There was no reported patient injury.